Manufacturer narrative:
Date of event: event year is reported as 2018; exact date of event is unknown. Investigation summary ==> the needle of the complaint device was received and evaluated. The white flag was not returned with the rest of the needle. However, if the flag was loose it may be pulled off easily in which case the complaint can be confirmed. This type of failure can occur if the needle becomes stuck inside the expressew gun, and the user applies excessive force when trying to remove the needle from the gun. This would cause the flag to become loose, and potentially removed from the rest of the needle therefore is a potential root cause for the issue experienced by the customer. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported by the affiliate that expressew iii needle pk5 did not work while using. The plastic was loose. There was no patient consequences reported. This is report 1 of 1 for complaint (B)(4)..